Event description:
It was reported that a user of the ilet bionic pancreas experienced a temporary loss of dexcom g7 cgm signal to the ilet, with an alert indicating the sensor was reconnecting; during a call, glucose values resumed after several minutes, consistent with transient communication loss between the cgm and ilet. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and education focused on cgm-to-ilet connectivity and observation of successful signal restoration. Investigation of this case revealed that the cgm signal interruption was brief and resolved without device replacement or further intervention. It was concluded that the event involved intermittent cgm signal loss with self-resolution, and the device continued to function as intended after reconnection.